Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had taken arctic sun device out of service because the patient was moved to comfort care. They wanted to know how to access the alerts and alarms as they had some concern about the water temperature. Directed nurse to the event log, discussed present alarms. Alert 45 (ac power lost). Nurse stated they lost power and moved to the generator. Alarm 14 (patient temperature 1 probe out of range), alert 114 (treatment stopped), alert 105 (cool patient end) and alarm 34 (water temperature high, primary outlet temperature is above 42.5c). Explained the water should not reach above 42.0c. Explained they could send device for inspection regarding alarm 34.

Manufacturer narrative:
A sample not received. The reported issue was inconclusive. The root cause was not able to be isolated as the device was not evaluated. It was noted that the event log showed an alarm 14. The serial number for this investigation is unknown. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had taken arctic sun device out of service because the patient was moved to (B)(6). They wanted to know how to access the alerts and alarms as they had some concern about the water temperature. Directed nurse to the event log, discussed present alarms. Alert 45 (ac power lost). Nurse stated they lost power and moved to the generator. Alarm 14 (patient temperature 1 probe out of range), alert 114 (treatment stopped), alert 105 (cool patient end) and alarm 34 (water temperature high, primary outlet temperature is above 42.5c). Explained the water should not reach above 42.0c. Explained they could send device for inspection regarding alarm 34. Per follow up information received via phone on 12nov2024, it was reported that spoke with biomed who denied receiving this device for repair.